Manufacturer narrative:
Device 1 of 3. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 3005778470.

Event description:
It was reported, the blue line not lining up to coude tip, off by about "20 degrees."